Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sw unknown. On the event date (B)(6) 2021. Customer returned pump for an alleged damaged lcd display. Unit received with missing segments/partial display due to cracked/bleeding lcd glass. Unable to perform displacement test and selftest due to bleeding lcd glass. Unit was cut/open and inspected no moisture damage at the electronic assembly. Following were noted during visual inspection: scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit confirmed missing segments/partial display due to cracked/bleeding lcd glass.

Event description:
Medtronic received information that missing segments/partial display, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.